Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/25/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was one call service (cs) 088 alarm observed in the black box history. During testing, the pump performed the ezprime steps with no cs alarms. The pump was exercised for 24 hours but was unable to be completed due to a cs088 that was emitted. The pump case was removed; moisture and corrosion was observed inside the pump. Unrelated to the complaint, the display was found to be dim, faded, and discolored. The battery compartment was also cracked on the side, extending from the threads towards the case seal. The returned battery and cartridge caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.